Event description:
Since I began using a new continuous CPAP device, I have been suffering from unexplained dizziness, headaches and hypersensitivity. I have reported to medical at work and I have reported the problems to my medical provider. FDA safety report ID # (B)(4).